Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the staples were not closing properly when the device was fired. Another device was used in which the same issue was noticed. A third device from a different lot was used to complete the procedure. There was no adverse consequence to the patient. One of the used devices was discarded but a sterile device from the same lot will be returned.

Manufacturer narrative:
(B)(4). (Device b): method/results/conclusions: device (a) was returned in good visual condition and fully functional. When tested for functionality, the device fired and formed the remaining 31 staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. Device (b) was received sterile and in good visual condition. The device was tested for functionality; the device fired and formed the staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.